Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited undersensing and loss of capture. When the unit was explanted blood in the header was noted.